Event description:
It was reported prior to using bd vacutainer® edta 2k there was incorrect fill line position when the label was placed on the tube incorrectly and some labels were partially peeled off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k there was incorrect fill line position when the label was placed on the tube incorrectly and some labels were partially peeled off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 13-feb-2025 h3. Device eval by manufacturer- yes bd received three samples and two photos for investigation. The samples and photos indicate that the label on the tube was wrinkled, suggesting incorrect placement. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: incorrect fill line position and wrinkled label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.